Event description:
During left ventricular (lv) lead implant, the lead became stuck inside the catheter. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the lead no longer being movable inside the cps aim catheter was not confirmed. As received, a complete lead was returned in one piece, along with a complete cps aim catheter. The lead with a guidewire inside was inserted all the way through the catheter and removed without any restrictions. The s-curve hump height was measured within specification. Visual examination of the lead and cps aim catheter found no anomalies with the exception of damages consistent with those occurring at the procedure.